Event description:
It was reported that this lead was attempted but unable to be implanted due to the patient's anatomy. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found, however blood/body fluid noted on all conductors (not obstructed); full lead returned and analyzed.